Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency and incomplete bladder emptying. It was reported that patient underwent interstim stage 1 and 2 on (B)(6) 2014 by (B)(6). It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6) due to mesh complication.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) . Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence. The patient experienced chronic pelvic and vaginal area pain, rectal pain and painful bowel movements, constipation; vaginal and urinary tract infections; vaginal bleeding; recurrent urinary incontinence; frequency and urgency with urination and dyspareunia. (B)(4). Urinary frequency. Urinary urgency. Dyspareunia.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and a rectocele. The patient underwent the concurrent procedures of anterior/posterior colporrhaphy during mesh implantation.

Manufacturer narrative:
Patient code: (B)(4) ¿ infection, (B)(4) ¿ urinary retention additional narrative: it was reported that following insertion patient experienced infection and urinary retention. It was reported that patient underwent revision of mesh on (B)(6) 2015 by (B)(6) at (B)(6).